Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy from their implantable cardioverter defibrillator (ICD) when the device detected for a ventricular tachycardia (vt) episode that was a supra ventricular tachycardia (svt). Follow up was conducted and it was indicated that reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.